Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during drain 1 on the homechoice machine (hc). The home patient (hp) stated there is air in the patient line. The technical service representative (tsr) assisted the home patient (hp) to end therapy in order to restart with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be air in the patient line. This issue is being investigated through CAPA.